Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation UK. The device was evaluated and the customer report was not duplicated. The device was extensively tested by cycling through leads while flexing the 12 lead cable, under vibration, and defib cycling with no issues noted. The 12-lead cable and mfc receptacle have been replaced as a precaution. The device logs were not available as part of the investigation. The device was recertified for clinical use and returned to the customer. No trend identified against similar reports.